Manufacturer narrative:
The reported fracture is confirmed through investigation. The investigation of the device identified a fatigue fracture. There is no indication to suggest a material defect. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
A fracture of the stem was reported.